Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found . Investigation conclusions: 67 - no problem detected. The returned sample was visually inspected upon receipt and no anomalies were noted. The sample was set up with vacuum at approximately -250 mmhg and the tubing remained attached to the device without disconnecting. Disconnection was attempted to be forced by pulling the tubing off of the port. This was achieved; however, it required extra effort to purposefully remove the tubing. The tubing was then pulled in a downward motion (perpendicular to the port) and the tubing came off easily. A retention sample from the same lot was obtained and visually inspected, no anomalies were noted. The sample was set up with vacuum at approximately -250 mmhg and the tubing remained attached to the device without disconnecting. The manipulation of removing the tubing was repeated on the retention sample and had the same results with the two techniques. The unit was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 17, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vacuum tubing broke. As per user facility, during the use of the stabilizer, the vacuum tubing frequently came off and the procedure could not be performed, therefore they replaced it with a backup to continue the procedure. No health consequences or impact. Product was changed out. Procedure completed successfully with an unknown delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 525 - tube. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1069 - break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.